Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The patient's blood glucose (bg) level rose to 1039 mg/dl, and the patient experienced vomiting and diabetic ketoacidosis. The customer's husband called the paramedics who transported the customer to the emergency room via ambulance and was subsequently hospitalized and admitted to the intensive care unit (ICU). Paramedics removed the pump from the patient and the patient lost consciousness and was in a coma for 1 day and in the ICU for 3 days. Customer delivered a bolus via the pump to attempt to address bg, and was treated with humalog and resonziva in the hospital. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. No issues were found with the insulin, infusion set, or cartridge. Customer reverted to an alternate method of insulin therapy.